Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right atrial (ra) lead and was unable to implant. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were unable to implant and the stylet failure to advance. As received, a complete lead without the stylet was returned in one piece for analysis. The reported event of the stylet failure to advance was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies on the lead. The stylet insertion test was performed, with the test stylet advancing through the lead without any restriction. Electrical testing did not find any indication of conductor fractures or internal shorts.